Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of outer flow tubing. The outer flow tubing open end exhibited minor scratch marks and mild contamination, likely biologic. The fiber was tested with hene laser fixture and aiming beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and could rotate the fiber. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that at 283,592 joules, 45 minutes of use, the fiber was broken - it would no longer fire laterally but in front; the fiber was cleaned during the procedure. The procedure was completed by standard resection. There was no adverse patient outcome.

Event description:
It was reported that at 283,592 joules, 45 minutes of use, the fiber was broken - it would no longer fire laterally but in front; the fiber was cleaned during the procedure. The procedure was completed by standard resection. There was no adverse patient outcome.